Event description:
Information received by medtronic indicated that the insulin pump battery was rejected and had replace battery now alarm. Customer stated insulin pump was cracked at the middle button and bottom of the pump. Customer experienced hyperglycemia and hypoglycemia with unknown blood glucose values. No harm requiring medical intervention was reported. The customer will discontinue the use of device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring: black . Customer returned insulin pump for alleged insulin pump's unexpected battery power loss, cosmetic damage located at the middle button and bottom of the insulin pump, and customer is experiencing high and low bg found on (B)(6) 2022. The insulin pump passed displacement test, rewind test, prime/ seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test, and self test. Test p-cap and reservoir locked properly into reservoir compartment during testing. No alarms or alerts noted during testing. Unit successfully downloaded to thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specification range ;however, power graph does not cover event date. The insulin pump downloaded history does not confirm the "unexpected battery power loss" alarm. Insulin pump was cut open to perform visual inspection and found moisture damage on the electronic assembly and motor. No moisture damage found on the harness assembly vibrator and force sensor. The following were noted during visual inspection: pillowing keypad overlay. Insulin pump passed functional testing and no battery alerts or alarms in history on event date. Unexpected battery power loss not confirmed. Unable to confirm high and low bg. Cosmetic damage at the middle button and the bottom of the insulin pump was not confirmed, however, other cosmetic damage was noted. Moisture damage found on the electronic assembly and motor. Unexpected battery power loss not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.